Event description:
Pt was experiencing painful urination for the last 30 days. The pt received a transobturator mid-urethral sling procedure roughly seven months ago. Upon inspection, it was discovered that the mesh had eroded into the urethra. The remaining portion of the mesh was removed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and co is not able to determine if the device met specification. Co is unable to determine the relationship between this device and the cause for this event at this time.